Manufacturer narrative:
The serial number has not been provided, therefore, the production identifier fields are not available. E1 event site name exceeded character limitations: (sc) emanate health inter-community tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to tw (B)(4). The hospital reported hemopro2 extension cable and adaptor got stuck together.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6 - health effect ¿ clinical code from "4580" to "4582." The device was returned to the factory for evaluation on 10/10/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The cable was returned attached the returned adaptor for related complaint onetrack 1128916. The cable was able to be attached to the reference power supply with no physical or visual difficulties observed. The cable was not able to detached from the returned adaptor for onetrack 1128916. No other visual defects were observed. Based on the returned condition of the devices as well as the evaluation results, the reported failure "connection issue" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, hemopro2 extension cable and adaptor got stuck together. A new device was used to complete the procedure. There was no delay. There was no patient harm.